Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the source of the reported infection, patient factors including driveline exit site management and this patient's previous driveline site infections may have contributed to this reported event. Although a definitive conclusion cannot be made, patient and clinical factors including comorbidities may have contributed to the event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site that the patient underwent a pump exchange due to driveline infection. It was stated that the patient is currently still hospitalized. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hw23094 was returned to heartware for evaluation. No device malfunction was reported against hw23094; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate revealed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathological examination did not reveal presence of thrombus within the device but confirmed the presence of bacterial infection around the outflow graft/pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Patient was admitted on (B)(6) 2015 with positive blood cultures and elevated wbc and it was stated that there were no alarms associated with the event. It was stated that the patient was given antibiotics for the infection and it was said it was not pump related. It was also stated that the patient tolerated the pump exchange well and was discharged on (B)(6) 2016. First driveline infection was on (B)(6) 2015, patient was on long term oral antibiotics (doxy) at home prior to this admission. CT with fluid collection around outflow tract, positive blood cultures of (s. Aureus). Given vancomycin IV for infection.